Manufacturer narrative:
Additional information was provided clarifying that patient 1 occurred on (B)(6) 2025. Medwatch field b3 date of event was updated. Patient 2 occurred on (B)(6) 2025.

Manufacturer narrative:
A general reagent problem could be excluded because calibration and quality control were acceptable. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. The customer alleged there was interference from the patient's medications. This medwatch is for the magnesium gen.2 assay. Refer to the medwatch with a1 patient identifier pt-0081788 for the calcium gen.2 assay. Patient 1: the initial magnesium gen.2 result was 0.149 mg/dl, and the initial calcium gen.2 result was - 0.101 mg/dl. This patient was being treated with isoprinosine. The sample was repeated using a cobas c501, and the magnesium result was 0.544 mg/dl. The calcium result was -0.0693 mg/dl. Patient 2: the initial magnesium result was 0.218 mg/dl, and the initial calcium was 1.18 mg/dl. This patient was being treated with cortizon. The sample was repeated using a cobas c501, and the magnesium result was 0.214 mg/dl. The questionable results were not reported outside of the laboratory.